Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was an alert for high impedance on the right ventricular lead. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead impedance continues to be high and there have been twenty seven thousand short interval counts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product event summary : the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed a patient alert for out of tolerance subthreshold lead impedance on (B)(6) 2012. The daily pace lead impedance trend data showed an abrupt increase for the superior vena cava (svc) defib equal to 58 to 254 ohms peak between (B)(6) 2011 and (B)(6) 2012. (B)(4).